Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a continuous glucose monitor (cgm) pairing failure while attempting to set up a dexcom g6 sensor with the ilet system, and an agent provided troubleshooting that included reentering the pairing code, with education on pairing timeframe. No adverse clinical symptoms reported. Outcomes included no health impact and no medical intervention. User support included remote troubleshooting and user education regarding correct configuration and pairing procedures. Investigation of this case revealed a pairing failure without identification of a responsible device, with no evidence of system malfunction observed during the call. It was concluded, based on previously established findings for similar reports, that the cause was user setup or environmental factors related to configuration and pairing.